Event description:
A report was received that a patient had her implantable pulse generator (ipg) replaced because, she was unable to charge the device. The device was discarded by the facility the patient is reportedly doing well.